Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited low impedance and noise resulting in inappropriate auto mode switch episodes and noise reversions. The lead was capped and replaced on (B)(6) 2019 during a routine generator replacement procedure. The patient was stable.